Event description:
Additional information was received, it was reported the charging took at least 60 minutes every other day vs. 45 minutes with everyday usage. The battery/stimulation was initially 100/70 everyday vs. 50/0 every other day. The cause was not determined and no steps were taken to resolve the issue. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from patient regarding implantable stimulator (ins). The reason of the call was caller stated that they have to charge their implant everyday. Caller mentioned that before they had to charge it every other day. Agent reviewed that the implant and controller battery depends on the usage of the device and how high their setting was. Agent reviewed to monitor their charging session and advised to follow up with their managing physician (hcp). No symptoms were reported.